Manufacturer narrative:
Device catalog number and serial number were unknown. Initial reporter¿s phone number was unknown. Device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the foot pedal on the foot control device was leaking oil. The reporter indicated that the facility never changes the oil filter on the device. There were no delays to the planned surgical procedure. A spare device was not available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.